Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that explant damage was visible at various locations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had two low rv coil impedance measurements and one low superior vena cava (svc) coil impedance measurement. Unstable thresholds were also noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.